Event description:
Patient was revised to address ongoing infection. An I&d was performed on (B)(6) 2013, but no components were removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address ongoing infection. An I&d was performed on (B)(6) 2013, but no components were removed. Doi: (B)(6) 2013, dor: (B)(6) 2013 (right hip). The database search finds one related hit against the d13062413 lot code. A review of the sterile certificate did not reveal any nonconformities. A complaint database search finds no related reports against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.